Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) channel right after pocket closure. The physican opted to reopen the pocket and disconnet and reconnect the associated lead to the crt-d. This resolved the issue. There were no adverse patient effects. The patient had an underlying rhythm. This product remains in-service.